Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 24-jul-2019 with the following findings: a visual inspection of the pump revealed the battery compartment was cracked. The returned battery cap also stripped and was unable to secure to power on the pump, duplicating the power issue. A test battery cap was able secure enough and power up the pump. A 12-duration test was completed with the test cap with no power loss or rebooting duplicated. Unrelated to the complaint, investigation revealed the display was dim and faded with red hue. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Report late due to transition from vmsr program.

Event description:
On 07-may-2019, the reporter contacted animas, alleging a power (damage) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.